Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, creases fold, wear abrasion, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
The doctor reported bilateral capsular contracture baker grade IV. The device was explanted and replaced. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported bilateral capsular contracture baker grade IV. The device was explanted and replaced. Right side.